Event description:
> 60-year-old male with history of portal hypertension, trans jugular intrahepatic portosystemic shunt and cirrhosis underwent mechanical thrombectomy of occluded trans jugular intrahepatic portosystemic shunt. During the procedure, coil did not deploy properly and was coiling up inside of the catheter. No harm to the patient.